Event description:
It was reported that during procedure, the fiber was plugged in the console, and the fiber broke and was not firing properly. There was no ablative effect. The procedure was completed using another fiber. There were no patient complications.